Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a primary breast augmentation with unknown smooth mentor saline breast implant experienced left-sided implant deflation postoperatively. Deflation was diagnosed by physical examination. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: two devices without lot number were received and analyzed. During the visual evaluation of the device a, no apparent damage was observed. Leak testing was performed, according to mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.2 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in the whole tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. During the visual evaluation of the device b, an area of siltex cracking was observed on the posterior aspect. Additionally, a tear was found within the siltex cracking, measuring approximately 1.1 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).